Event description:
Reporter alleged obtaining a discrepant blood glucose result of 67 mg/dl back to back with a result of 130 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter also alleged obtaining an additional comparison on another day of 303 mg/dl back to back within 10 minutes of a result of 130 mg/dl on the same aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.